Event description:
Boston scientific received information that one day post-implant, this implantable ventricular lead exhibited decreased r wave and varying pacing impedance measurements. Perforation was suspected and a chest x-ray confirmed tamponade. Additionally, this implantable atrial lead was noted to exhibit problems with pacing. An invasive procedure was performed and neither the atrial lead nor the pace/sense portion of the ventricular lead could be successfully removed from the ports of this device due to stuck setscrews. As such, this cardiac resynchronization therapy defibrillator (crt-d) as well as the right ventricular and atrial lead were removed and new products were implanted. The explanted items were returned for analysis.

Manufacturer narrative:
Additional information was provided that this patient passed away approximately three weeks after the second procedure. Both the returned leads passed resistance and pressure testing indicating there were no insulation breaches and they were electrically continuous. Visual inspection of the crt-d revealed all setscrews were in the up, or fully loosened, position. Additionally, all setscrews were confirmed to move freely. The pace/sense portion of the right ventricular lead and the atrial lead were removed from their respective ports, without the use of excessive force. After removing the leads, the ports were noted to contain body fluid. Laboratory analysis did not confirm the allegation of stuck setscrews. It is possible that the presence of body fluid was a factor in the difficulty experienced removing the leads from this crt-d header.